Manufacturer narrative:
After further review of additional information received the following sections d4,g4, g7, h2, h3 and h6 have been updated accordingly. As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was ruptured on a calcified lesion during the procedure. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The advancer tube was covering the balloon. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 3 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1834002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure ¿ was confirmed during analysis of the returned device. The exact cause could of the reported event could not be conclusively determined. Vessel characteristics, such as the calcification reported, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr nor the information available for review suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1834002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) was ruptured in a calcified lesion during the procedure. There was no reported patient injury. The device will be returned for evaluation. Additional procedural details were requested but are unknown.